Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery longevity dropped from 1.5 years to now remaining at 3 months in about 6 months. A request was made to have data from this device analyzed. Data analysis review determined that the power consumption is stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion. The device is currently 9.8 years old and the battery in entering end of life (eol), any apparent drop in longevity is due to the battery state of discharge switching from the hardware coulometer to a voltage-based estimate. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery longevity dropped from 1.5 years to now remaining at 3 months in about 6 months. This device remains in service. No adverse patient effects were reported.